Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The sample was not returned for eval. Based on the info received, the results are inconclusive and the root cause of the event is unknown. The current info for use (IFU) for this device states: potential complications: filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of filter fracture, however, have been reported without any adverse clinical sequelae.

Event description:
It was reported that a vena cava filter component had detached and was discovered in the renal vein. It appeared to be embedded in the wall of the vein. This was an incidental find on a CT scan at a scheduled procedure. The pt is asymptomatic and there are no plans at this time to remove it. No reported injury to the pt.